Manufacturer narrative:
The investigation into this event is ongoing at this time. Further details and conclusions will be provided following the close of the investigation.

Event description:
A linac was installed and in clinical use for one year. During this time, no pts were treated using a couch rotation in their treatment plan. In 2009, two pt's required couch rotations for their treatments. One pt was treated incorrectly by 10 degrees over 19 treatments. During setup of the second pt, the staff noticed the error. No mistreatment of the second pt occurred.